Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tube there was discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: "the color of the unused pt collection tube had deteriorated (yellow) inside."

Manufacturer narrative:
Investigation summary: bd received 1 photo from the customer in support of this complaint. A visual examination of photo was performed and the customer's indicated failure mode of additive abnormality was observed. Bd was able to confirm the customer¿s indicated failure mode with the photo provided. The exact cause of the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.